Event description:
It was reported that the patient, post op adjustable gastric band procedure, had a band slippage. The patient presented with abdominal pain, food intolerance and vomiting. Some exams revealed that there was a band slippage. The band was removed, and there were no patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.